Manufacturer narrative:
H10: the involved cp5 was manufactured in 2021 and according to the complaints database review, no other issues have been submitted for the claimed cp5 control panel and its drive unit. Taking into account that no hardware malfunctions were detected by the livanova field service technician on site and based on similar complaints investigation, the most likely root cause of the reported motor control failure could be an incorrect connection between the cp5 drive unit and the cp5 control panel resulting in a motor control failure, fixed during maintenance.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a centrifugal pump 5 (cp5) had a failure during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6) massachusetts. Through follow-up communication livanova learned that pump was turned on by the customer, then cp5 display was turned on, a motor control failure error message occurred and as a result the pump would not run. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. Software was updated and batteries replaced as per preventive maintenance. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.